Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. No adverse patient effects were reported. The clinic was going to contact the field representative to further evaluate the situation. At this time, no further information has been made available. This product remains implanted.